Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during over sewing of staple line in a roux-en-y procedure, the device was difficult to load and unload. The needle fell out as well. Another device was used to complete the procedure. There was no patient injury.